Manufacturer narrative:
Based on the current information provided, the root cause of the intra-operative complication is due to unintended use error. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred in relation to the reported event. If additional information is received, a follow-up MDR will be submitted. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The customer was assured that the system software is designed so that the arms will not move should the power be cycled mid procedure and that the issue was likely user induced. There was no reported injury. The reported complaint was not replicated based on the field evaluation. The fse simulated a vision tower power failure and startup sequence with instruments installed. The instrument arms did not move upon startup nor did the surgeon manipulators at the surgeon console. No trouble found. System is performing normally after simulation and test drive. A log review was performed during the initial troubleshooting call. Error 1100 pointing to vision cart ac power loss was identified. This complaint is being reported due to the following: during a da vinci assisted gynecological surgical procedure, the system lost power. As the system powered back on, the arm that was grasping tissue jerked back and bleeding was observed. The surgeon converted to laparoscopy to control the bleeding. At this time the root cause of the reported failure is due to unintended use error.

Event description:
It was reported that during a da vinci-assisted gynecological surgical procedure, the system lost power during the procedure. The system arms reportedly jerked back as the system was powering back on after the unexpected operating room (or) power loss. One of the instruments was gripping tissue when the arm jerked back, causing bleeding. The surgeon converted to laparoscopic surgery to control the bleeding, prior to calling technical support. The or staff stated the bleeding was under control. Additional information was obtained through follow-up with the robotics coordinator. The amount of bleeding was "minimal" and it she felt that it was caused by use error, since the nurse was holding on the arm when the power came back up and the surgeon was holding on to the mtm. It was noted that the surgeon opted to convert to laparoscopic procedure because the surgeon was concerned about power loss in the or. When the surgeon converted the procedure to laparoscopic, the minor bleed was cauterized with no issues.